Manufacturer narrative:
(B)(4). Approximate age of device - 5 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad system produced a pump stop event. The patient was asymptomatic. A log file was reviewed by the technical service representative and a pump stoppage event was confirmed. In addition, x-rays provided were unremarkable. The technical service team performed a percutaneous lead (driveline) replacement. There were no alarms after the replacement. No additional information was provided.